Manufacturer narrative:
Section d device identification updated. Relevant fields of sections d and g were updated. The elecsys vitamin d total iii lot number and expiration date were not provided. A field service engineer (fse) decontaminated the procell flow path and replaced syringe seals and pinch valve tubing. He also cleared the extra wash station, performed an air purge, and primed the system. The measuring cells were prepped. Qc and cross-checks were both successful. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin d total iii (vitamin d) and vitamin b12 results for multiple patients from the cobas e 801 module. Discrepant results were provided for 1 patient. This medwatch will cover vitamin d. Refer to medwatch with a1 patient identifier (B)(6) for information on the vitamin b12 results. The initial vitamin d result was 91.6 ng/ml, the repeat result was 12.9 ng/ml. The initial vitamin b12 result was 1545 pg/ml, the repeat result was 518 pg/ml. The samples were repeated as there were "numerous" high values. The repeat results were deemed to be correct.

Manufacturer narrative:
The serial number for the cobas e 801 module is (B)(6). The investigation is still ongoing.